Event description:
Pt scheduled for robotic laparoscopic hysterectomy. She had previous c-section and had a large fibroid. Surgeon called to help take bladder flap down with robot. Unable to get davinci vessel sealer instrument out of trocar. It was necessary to remove the metal trocar with the vessel sealer still in it. Items kept for robotic coordinator. No injury noted.